Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump experienced a blank display. Customer also mentioned the insulin pump alarmed an excessive no delivery alarm. Customer's blood glucose level was unknown. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder on the on the interface board. Unable to perform displacement test, self-test, operating currents and off no power test due to blank display. Unable to verify unexpected error alarm due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.